Manufacturer narrative:
The pipeline, pushwire, and marksman catheter have been returned for evaluation. The pushwire was evaluated and the cause of the event could not be determined; however, the damage to the capture coil may have contributed to the reported issue. (B)(4).

Event description:
Treatment of a cavernous (cav) aneurysm. During pipeline deployment, it was reported that the pipeline did not detach from the capture coil nor deploy. It appeared to be twisted in the middle, so it was corked and removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).